Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed driveline wire damage. A log file was retrieved from the returned system controller. The log file contained approximately 4 days of data and captured multiple pump stoppage events with corresponding hazard alarms for low speed and low flow on day 643. All pump stoppage events occurred while the system was supported by the power module. Also, pump power appeared elevated during these events. No other atypical alarms or events were noted. The account also submitted a photograph of the system monitor. The photograph shows that low speed operation and low flow events were captured on (B)(6)2019 at 04:17 when pump speed dropped as low as 1560 rpm and calculated flow dropped to 2.3 lpm. The patient ultimately underwent a pump exchange on (B)(6)2019. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of pump revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 11.5¿ from the pump housing. The distal portion of the driveline was also returned measuring approximately 26¿ in length. The metal connector pins, alignment indicators, and bend relief appeared unremarkable. Continuity testing was performed on the returned driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were in good condition with no signs of damage. Upon removal of the clear bionate layer, breakdown of the metal braided shield was observed approximately 6.0¿ from the pump housing. Visual and microscopic examination of the driveline revealed breaches to the wire insulation on the black and green wires approximately 6¿ from the pump housing. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional breaches were identified. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The black wire represents one of the two redundant wires that comprise phase 2 and the green wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused the pump stoppage events reported by the account and seen in the retrieved log file and submitted photograph. The system also had the potential to produce a phase to phase short, during which an interruption in pump function could result if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the pump off was probably the short-to-shield of heartmate ii driveline. The log file review suggested the issue. The pump was exchanged on (B)(6) 2019. Driveline damaged was suspected. The pump and controller will be returning for evaluation.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was urgently hospitalized with a suspicion of driveline fraction. The patient was using a heartmate 2 (hm2) the patient heard a hazard alarm at home during the power module (pm) connection. The patient was connected to the battery and came to the facility outpatient. When the medical engineer (me) checked the history on the system monitor at the hospital, 10 pump offs were recorded in the history. The pump off occurred again while the me was checking the history, and the patient was symptomatic, so the system was immediately connected to the battery. There was no hazard alarm after connecting to the battery. As soon as the system was connected to pm, a hazard alarm occurred, so me was unable to retrieve the log file and submitted only the attached photo. When the system was connected to pm, the facility was unable to get the log file because the patient has symptoms.